Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, operating currents, self-test and off no power. Unit was inspected and the battery tube connector plugged in properly. No blank display noted. No moisture damage found inside the insulin pump. Unit was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window, cracked case at reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was damaged. The customer¿s blood glucose level was 25.4 mmol/l at the time of the incident. Troubleshooting was not completed at the time of call. The insulin pump will not be returned for analysis.